Event description:
It was reported that unspecified transmitter error message occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a unspecified transmitter error message is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term